Event description:
Reporter noted cutter is running but can't cut; peripheral rupture occurred. Changed probes to complete procedure. Required retineopexy and gas injection to prevent retinal detachment. Patient was hospitalized for one day. Outcome reported as no complications.